Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that metal flakes were observed coming from the t-handle during inspection. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that metal flakes were observed coming from the t-handle during inspection. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.